Event description:
The patient's mother reported that after her daughter had been wearing a pod on her leg for over 48 hours, she said it was hurting. The pod was removed and the area was inflamed. She went to bed and later woke up crying because of the pain at the insertion site where the pod had been. The mother said that it appeared to be infected, so she attempted to drain the area, and her daughter went back to sleep. When she awoke, the area was red and hot to the touch, so the mother took her to the health care provider's office. The area was lanced and dressed to keep open so it could drain. She was also prescribed 10 days of antibiotics. The mother was not sure of the exact date but believed it had happened about 2 weeks before she called. She said that the pod had been discarded, so she was unable to provide the product lot number. She said that prior to the area getting infected, her daughter had been swimming.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported site infection. No lot qualification or sterility records were reviewed, as the product lot number was not provided. The omnipod user guide cautions, "check the infusion site for signs of infection" and "if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It advises, "at least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place" and "be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider."